Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed displacement test and basic occlusion test. No displacement anomaly or motor error alarms noted. Motor tested ok.

Event description:
Customer stated that the insulin pump alarmed motor error. Customer had high blood glucose. The current blood glucose reading 334 mg/dl. Customer has treated with manual injection. Customer was able to rewind the insulin pump. The insulin pump alarmed again. The insulin pump did not pass the displacement test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.